Event description:
It was reported the patient is experiencing a loss of therapy. Troubleshooting was attempted to no avail. Surgical intervention was undertaken on (B)(6) 2014 as the next course of action to address the issue. Follow-up identified the renew receiver was explanted and replaced with a new ipg. Effective stimulation was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.